Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred during the load process. Reportedly, the customer filled the cartridge with 300 units. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.